Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of the controller temperature rising was confirmed via the submitted log file. The system controller (serial #: hsc-085740) was not returned for analysis; however a log file was submitted for review with events spanning approximately 5 days (15dec2020 ¿ 19dec2020 per time stamp). The recorded temperature of the device was outside the acceptable range of 40 - 50°c twice. These events occurred while connected to the power module on 15dec2020 between 11:36:20 - 11:36:21 and on 19dec2020 from 14:27:55 ¿ 17:06:09. Throughout the log file the temperature while connected to the power module was higher than the temperature when connected to battery power. There were no other notable alarms in this log file. The root cause of the controller temperature rising was unable to be conclusively not able to be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 controller (serial#: hsc-085740) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii patient handbook section 2 entitled "how your heart pump works", recommends that you do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate iii instructions for use section 8 entitled "equipment storage and care" and heartmate iii patient handbook section 6 entitled "caring for the equipment" addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: incidental findings: low supply voltage while connected to power module throughout the log file when connected the power module, lower than the expected 14v were captured with relative state of charge (rsoc) voltages as low as ~12.8v and bus voltages as low as ~12.9v. The low supply voltages triggered v_unable_charge_ebb faults throughout the log file. The reported event of the controller temperature rising was confirmed via the submitted log file. The system controller (serial #:(B)(6) was not returned for analysis; however a log file was submitted for review with events spanning approximately 5 days (15dec2020 ¿ 19dec2020 per time stamp). The recorded temperature of the device was outside the acceptable range of 40 - 50°c twice. These events occurred while connected to the power module on 15dec2020 between 11:36:20 - 11:36:21 and on 19dec2020 from 14:27:55 ¿ 17:06:09. Throughout the log file the temperature while connected to the power module was higher than the temperature when connected to battery power. There were no other notable alarms in this log file. The root cause of the controller temperature rising was unable to be conclusively not able to be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 controller (serial#:(B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii patient handbook section 2 entitled "how your heart pump works", recommends that you do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate iii instructions for use section 8 entitled "equipment storage and care" and heartmate iii patient handbook section 6 entitled "caring for the equipment" addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method/conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR #: (B)(4). It was reported that the temperature of the controller was noted in the log files to be a little above the normal range.